Event description:
The surgery was cardio-vascular surgery of pediatric on an infant. The procedure was 5 hrs. The esu was used a very few times in the procedure. The child's left hip was injured 5cm length overall.